Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The customer's blood glucose level was 145 mg/dl. Tandem's technical support educated the customer on how to prime the tubing to remove the air.